Manufacturer narrative:
Lot review: lot# 3275467 showed (B)(4) units were manufactured, tested, inspected and released in june2016 citing no exception documents. Visual analysis: 1/13/2017 - received one used d1000 tego; reported lot 3275467. No mating devices were returned. Clots were flushed from the tego. Blood was under the silicone. Functional testing: the d1000 tego was pressure tested and failed. The d1000 tego was disassembled and damage was found on the one piece seal at the main seal interface. Final analysis summary: the complaint of d1000 tego blood leakage was confirmed with the returned connector. The leakage was the result of damage to the one piece seal at the main seal interface with the body. Engineering efforts did identify component/molding anomaly that may have caused or contributed to a seal misalignment. This condition could result in internal leakage. A detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal component anomaly was attributable to the manufacturing/molding operation due to a cavity core pin (edge). Corrective actions have been identified, qualified and implemented. ICU medical will continue to monitor and trend.

Event description:
Complaint received reporting leakage issues with the use of one d1000 tego; lot 3275467. The report states "tego leaking". There were no reported adverse patient consequences reported.

Manufacturer narrative:
Lot review: lot# 3275467 showed 28,000 units were manufactured, tested, inspected and released in (B)(6) 2016 citing no exception documents.

Event description:
Complaint received reporting leakage issues with the use of one d1000 tego; lot 3275467. The report states "tego leaking". There were no reported adverse patient consequences reported.